Event description:
It was reported that the device delivered inappropriate shocks for af. The shock accelerated rhythm into vf. Maximum output failed to rescue patient. External defib converted the patient back to sinus rhythm. Loss of capture was observed while bi-v pacing at 50bpm. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.